Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the pusher assembly of a pod8 was bent as the pod8 was removed from its packaging hoop. The damage to the pod8 occurred prior to use and, therefore, the pod8 was not used in the procedure. The procedure was completed using a new pod8.